Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections a1, a4, b1, b2, b3, b5 h1 and h6: health effect clinical; device problem code and health effect impact. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributted to a relay on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 77" message. Complainant indicated that there was no patient involvement in the reported malfunction.